Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) physician contacted the distributor to report that a (B)(6) patient had developed a rash underneath all of the electrodes. The physician inquired whether he was able prescribe the patient skin patches while using the lifevest. The exact nature of the medical intervention provided is unknown. The patient's medical outcome is unknown at this time.